Event description:
It was reported that the buttons were very stiff and the board were jammed on the zimmer skin graft mesher. During device eval it was observed that the comb was bent.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 04/12/1996 and was previously returned for repair on 01/06/2010 for a non-related event. Eval of the device observed the comb was bent. There was damaged to the shoulder bolts, wear to the belleville washers and wear to the cap nuts. The customer returned a ratchet that was worn and not working. The customer did not return any cutters for eval. Prior to repair, the test mesh or calibration check could be performed due to the bent comb. Repair of the device included replacement of the comb, ratchet handle, shoulder bolts, cap nuts, and belleville washers. The device has not been returned to zimmer surgical or zimmer (B)(4) for maintenance or repair in four years. Lack of preventative maintenance most likely caused the damage to the comb and ratchet, which most likely caused that customer's reported event. The device was serviced and returned to the customer.